Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.

Event description:
It was reported that, on an unknown date, a plum a+ unexpectedly shut down during patient use. As per the report, septic shock under levophed, and interruption of the volumetric pump during an emergency scan resulted in a drop in the patient's blood pressure (bp). The nurse present placed the levophed solution under gravity at a less precise rate to maintain bp. Note that the pump was plugged before and during the examination. The pump did not keep charge during the transfer to scan. There was no patient harm reported.